Event description:
Procedure: laparoscopic nephrectomy. Weck, teleflex medical received notice that a pt who underwent a laparoscopic nephrectomy died a few hours past operation. No additional information regarding site of ligation or cause of death has been received.